Event description:
It was reported a patient with a 25mm 3300tfx implanted eight (8) years, seven (7) months, underwent valve-in-valve procedure due to moderate-severe aortic regurgitation. Patient presented with congestive heart failure. Tavr was successfully performed with a 26mm 9755rsl transcatheter valve. Patient tolerated the procedure well and was taken to recovery in stable condition.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring during device implantation or post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. The most likely root cause is patient-related factors, including dyslipidemia.

Manufacturer narrative:
Corrected and added information to b5, b7, h6.

Event description:
It was reported a patient with a 25mm 3300tfx implanted eight (8) years, seven (7) months, underwent valve-in-valve procedure due to moderate-severe aortic regurgitation. Patient presented with shortness of breath. Tavr was successfully performed with a 26mm 9755rsl transcatheter valve. Patient tolerated the procedure well and was taken to recovery in stable condition.